Event description:
Follow-up identified the patient has begun to walk again within the last 2 months; however she has not regained full function at this time. Reportedly, continuous physician monitoring is the plan of action for the patient going forward.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced a loss of sensation in her legs several days after permanent implant due to a hematoma at the lead site. Reportedly, surgery was undertaken wherein the entire scs system was explanted. In turn, the patient's undergoing physical therapy and is showing improvement.